Event description:
It was reported that during a wisdom tooth procedure at the user facility, the drill was heating up. The procedure was completed with the same device without delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device eval, corrosion was found in the spindle housing and the driveshaft bearings, which is a probable cause of increased friction that can lead to the reported overheating.